Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event.

Event description:
It was reported that the coil (subject device) detached prematurely during the procedure and was removed from the patient's anatomy using a snare device. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the coil (subject device) detached prematurely during the procedure and was removed from the patient's anatomy using a snare device. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient